Event description:
During use of a double lumen cytology brush, it was noted the metal tip broke. The metal tip was unable to be removed from the pt's bile duct. It was stated surgery would need to be performed before the tip could be removed. No further info was available.